Event description:
Patient was implanted c1-5 with mountaineer screws in 2007. Patient came back 1.5 months post-op with neck pain. Upon radiographic exam, it was discovered that both c1 screws were broken. A revision was performed. As surgical intervention occurred an MDR is being filed to document this event. Device 1, see also MDR 1526439-2007-00300.

Manufacturer narrative:
X-rays show that the thoracic implants were placed in the cervical spine. This is an off label use. The screws are intended for use in the upper thoracic spine (t1-t3) only, as stated in the instructions for use. Problem that was experienced appears to have been surgeon technique related. There were no manufacturing or material defects found.